Event description:
Caller reported blood glucose results of 399 mg/dl and 159 mg/dl on the compact plus system within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.